Event description:
It was reported that the patient underwent an initial implantation approximately eight (8) years ago subsequently, it was reported that the patient experienced femoral shortening due to mal-reduction and wound dehiscence. The would dehiscence was treated with washout and closure on an unknown date, and the mal-reduction was treated with an insole. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.